Manufacturer narrative:
Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.

Event description:
Tmaik (B)(6) 2026: event date update as per attached: the specific dates of each case are unknown. Event date - unknown. If a complaint investigation report is required, address to which the report should be sent: n/a. When did the incident occur? After use. Needle stick injury: yes. Other measures taken: yes (e.g., infection testing). Was the product used on a non-human subject? No. Is the returned item used? Yes. If used, what is adhering to it? Unknown. Quantity returned: none. Details of the incident (timeline, circumstances, etc.): between (B)(6) and the end of (B)(6), there were four cases where nurses were pricked by patient needles (breakdown: needles did not fit properly into the recap/saraya needle disposal knox, and the nurse was pricked while trying to remove it by hand, etc). Additional information provided. Was the needle prick definitely caused by an emvecta product? Yes (320559). If yes for: who was pricked? Nurse. If yes for: was the product involved in the needle stick an injection needle used by someone other than the person who was pricked (i.e., a needle already used on another patient)? A needle already used on a patient. If yes for: was the person who was pricked tested for infection, etc.? If so, was the result negative or positive? Tested (negative). If "yes" for: measures taken for the person who suffered the needle stick other than testing: unknown. Was the needle involved in the needle stick the patient¿s needle or a spare needle? The patient¿s needle. Detailed circumstances leading up to the needle stick (during preparation, during use, after use, at the time of the needle stick, and after the needle stick): same information as listed above.